Event description:
Treating physician contacted somnus reporting pt who has developed a 3 - 4 mm palatal fistula approximately 6 months post palatal somnoplasty. Patient reaction: pt developed a 4 mm palatal fistula after somnoplasty palate treatment. The palatal fistula did not close after 8 months. Treating physician reported that the palatal fistula produced no symptoms except that the pt complains of occasionally having liquids go through it and would like it repaired. The medical intervention to correct the palatal fistula was a uvula flap palatoplasty which the dr has used in the past for snoring and sleep apnea. The physician reported that this will not only repair the fistula but also help in the patient's residual snoring. The uvula flap palatoplasty was performed in 2000. The physician or the nurse has been contacted numerous times and has not reported back on the patient's progress after the uvula flap palatoplasty procedure.